Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug via an implantable pump for spinal pain. It was reported on (B)(6) 2016 that the patient was brought to the emergency room on (B)(6) 2016. It was indicated that the patient was obtunded and the hcp would like the pump interrogated. It was noted that this was considered a sudden change in therapy/symptoms.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.